Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system for two patients. Repeat testing produced lower results within the normal reference range of the assay for both patients. The erroneous results were not reported outside the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
The patient samples were collected in 4ml-5ml serum sample tubes and centrifuged for 10 minutes at 3000rpm. The samples were both full draws. Per customer, the erroneously elevated results were obtained when the testing occurred at the end of the reagent pack or when the reagent pack had a few tests remaining. The repeat testing was completed on a new reagent pack that was not near the last test remaining on the pack. Qc was performing outside of the customer's established ranges high on the day of the event. Per customer, switching to a new reagent pack (same lot number) produced qc results that matched their established values. A system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) went on-site (B)(4) 2011 and verified alignments, voltages and mixer speeds. Fse also performed a qc precision run and a passing high sensitivity system check within instrument specifications. Fse did not note any hardware malfunctions.